Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their aligner chipped their bottom center tooth. Their dentist instructed them to not use the aligners anymore because they are damaging their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.